Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a protégé everflex to treat the right superficial femoral artery (sfa). It was reported that after passing the guidewire, the physician attempted to pass the everflex 8x150. When performing the manoeuvres to descend and position the stent the right sfa the stent was unintentionally partially deployed. The physician then tried to fully deploy the stent, without success. The partially deployed stent was removed from the patient and the physician tried to reintroduce the stent to the delivery catheter, unsuccessfully. No patient injury reported. The device was exchanged for another everflex 8 x 150 device to complete the procedure.

Manufacturer narrative:
Device evaluation visual inspection of the catheter revealed a partial deployment of the stent. Approximately 15mm of the stent was exposed out of the distal tip. Visual inspection of the stent under magnification reveal stent fracture/elongation. The stent was measured in reference to the retainer mark is 150mm. The product labeling indicates the stent length is 150 mm. The deployment paddle was approximately 160mm apart. The safety knob was tightened and could be loose. Sanguine was observed within the stopcock tube. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; sanguine tinted fluid was flushed from the distal tip of the sds. The inner guidewire lumen was flushed until fluid appeared clear. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces of the sds were flushed; sanguine tinted fluid was observed exiting the distal end of the outer sheath. Functional testing: a 0.035¿ guidewire was loaded through the distal tip of the sds. The deployment system was connected to the deployment apparatus. 3.03 lbs. Of force was applied and stent would not deploy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the thumbscrew/lock-pin was checked prior to procedure for securement. The lock-pin was unscrewed but not fully removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis: the protégé everflex self-expanding peripheral stent system was not received for evaluation. No ancillary devices or cine images from the procedure were received. Two photographic images of the protégé stent delivery system were received for evaluation. The first photographic image is of the stent delivery system distal of the proximal deployment paddle at the top of the image. Based on the amount of exposed threads on the safety locking pin the locking pin does not appear to be tight. Approximately half a stent cell row is exposed and flowered at the distal end of the outer sheath. The second photographic image is more of a close-up of the exposed half stent cell row. Sanguine residue is noted on one of the stent radiopaque marker hoops. The exposed stent cell structure appears to have stent cell elongation. The condition of the stent delivery system and of the exposed stent confirms the initial reported event. If information is provided in the future, a supplemental report will be issued.